Event description:
It was reported that noise resulting in oversensing and low pacing impedance were noted on the right atrial (ra) lead. Abbott technical support was contacted, however, no intervention was performed. The patient has since passed away due to electro-mechanical dissociation (emd). The physician does not consider the death to be related to the ra lead.